Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. According to the information provided by olympus (B)(4), the device has not been returned to olympus because it is not defective so far. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the color bar was sometimes displayed instead of the endoscopic image. After the video connector socket was cleaned, the condition of the device improved, but the issue could not be resolved.the device was used in combination with the olympus light source clv-s400.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the information that cleaning the video connector socket improved the problem and that the device can now be used without problems, olympus medical systems corp. (Omsc) surmised that the device was normal. The reported event may have been temporarily caused by dirt or foreign material on the video connector socket due to some external factor. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.